Event description:
It was reported that the pump exhibited inaccurate delivery of the medication during use.there has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for this complaint is a user programing issue; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.